Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 3 centimeter inaccuracy. The surgeon placed screws accurately on the patient's right side. When moving to the left side of the patient, the surgeon noted the inaccuracy after after placing 2 screws and using the thoracic probe and a mallet. The site re-spun the patient and deemed it to be accurate. Confirmed the screws were placed accurately by taking a 2d anterior posterior (ap) and lateral post-op images. There was a 15 minute delay to surgery. In trouble-shooting, multiple instruments were tested and produced the same amount of inaccuracy. Site re-spun the patient and confirmed that they were accurate. Continued using the imaging system and the navigation system to completion of the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Suspect percutaneous pin frame was returned for evaluation: the spring tension within the base is somewhat less than a new part, but still very functional. The lot code indicates this part is over two years old. Otherwise, with markers attached and fully seated, the frame returned good geometry and divot error readings. No problem found. Software investigation completed: suspect frame movement as probable cause since, per the field representative's observation, when the inaccuracy occurred, the site draped the frame tightly and when the drape was moved it moved the frame. Percutaneous reference frame pocket insert states, "warning: do not change the angle of the patient reference after registration. Synergy spine software instructions for use state:warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result. Warning: frequently confirm navigation accuracy and system responsiveness during live navigation. Use the probe to touch several bony anatomical landmarks and confirm that the locations identified on the images match the locations touched on the patient. If accuracy degrades, re-register the patient. Warning: if the reference frame moves with respect to the anatomy at any time after image acquisition, you must click [frame moved]. If the reference moves, the positional information recorded with each image becomes invalid, and none of the acquired or activated images may be used reliably for navigation. When you click [frame moved], the software deactivates all of the activated images and discards all of the acquired images.

Manufacturer narrative:
(B)(4) 2015 - medtronic representative noted that the site's percutaneous pin frame appeared to be loose. Made recommendations to the site about getting the frame replaced. Also noted was that the site drapes the frame tightly and when the drape is moved it moves the frame. No parts have been received by manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(6) 2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
A medtronic representative attended the next surgery at the site and navigation was accurate. Rep trained the site to make sure drapes don't pull against frame. She also recommended the site order a new percutaneous pin frame, as the teeth on the frame used in this case appear loose. No parts have been returned to the manufacturer for further investigation.